Event description:
The facility representative reported a flogard infusion pump with a low battery alarm. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a low battery alarm was confirmed during device evaluation. The quality engineer determined that the cause was due to a depleted/defective main battery. The main battery was replaced to correct the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).